Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found only the connector portion of the lead was returned in one piece. Visual examination found an external insulation abrasion breaching the optim sheath only at the proximal region of the lead consistent with friction to the device can. The silicone insulation beneath the optim sheath abrasion was intact/undamaged. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.